Event description:
Information was received reporting that a patient's pump was replaced due to underinfusion volume discrepancy. Patient reported an increase in pain, in addition to withdrawal symptoms. These symptoms included nausea, vomiting, diarrhea, chills, and severe muscle cramping. It was reported that the underinfusion was observed at a refill appointment, where the expected volume was 3.2ml and 19ml were aspirated.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Visual inspection of the pump did not find any anomaly with the pump's exterior. Operation of the pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.300 mg with a 1.00 mg/ml concentration over 16 minutes was programmed with a programmer. The pump was able to prime at ambient temperature, but not at 37°c. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c for 1 day. The dispensed volume was 0.0 ml (0%) of the expected volume. This does not meet the design specification. This behavior is indicative of a pump that in the past has fallen under the scope of CAPA (B)(4). Continued analysis will be required to determine the root cause of the issue. Internal complaint number: (B)(4).